Manufacturer narrative:
Literature article: reducing length of stay after transfemoral transcatheter aortic valve implantation: the fast-tavi ii trial. Summarized patient outcomes/complications of portico valves were reported in a research article in a subject population with multiple co-morbidities including diabetes, hypertension, dyslipidemia, smoker, frailty, chronic obstructive pulmonary disorder, peripheral artery disease, stroke, pacemaker, percutaneous coronary intervention, coronary artery bypass graft, atrial fibrillation. Some of the complications reported were surgical intervention (valve-in-valve, permanent pacemaker, cardiac surgery), unexpected medical intervention (post-dilatation, blood transfusions), arrhythmia (conduction disturbances), heart block, cardiac tamponade, stroke, transient ischemic attack, cognitive changes (confusional syndrome), bleeding, renal failure (acute kidney injury), unspecified infection (pulmonary, urinary, other), heart failure, myocardial infarction, paravalvular leak, and valve migration. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The article, "reducing length of stay after transfemoral transcatheter aortic valve implantation: the fast-tavi ii trial", was reviewed. The article presented a prospective, multi-center study to evaluate the efficacy and safety of an intervention aimed at reducing length of stay (los) after transfemoral transcatheter aortic valve implantation (tavi). Devices included in this study were sapien, corevalve, acurate, and portico. The article concluded that the intervention was simple and fast to implement, and was effective and safe to reduce los and increase the proportion of patients discharged early after tavi. [The primary and corresponding author was eric durand, univ rouen normandie, inserm u1096, chu rouen, department of cardiology, f-76000 rouen, france, with corresponding email: the time frame of the study was from (B)(6) 2022. A total of 1829 patients were included in this study, of which 47 (3.0%) received an abbott device. The average age was 81.9 years and the majority gender was male. Comorbidities included diabetes, hypertension, dyslipidemia, smoker, frailty, chronic obstructive pulmonary disorder, peripheral artery disease, stroke, pacemaker, percutaneous coronary intervention, coronary artery bypass graft, atrial fibrillation.